Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that short v-v counter is elevated on the right ventricular (rv) lead. The lead trend impedance values looked good, and the clinician noted that they are not seeing any issues associated with sensing/noise at this time. The lead will continue to be monitored and remains in use. No patient complications have been reported as a result of this event.